Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. The returned 11-volt backup battery (serial number (B)(4)) was functionally tested and was found to perform as intended; atypical events were unable to be reproduced. The system controller (serial number unknown) was not returned for analysis, and no log files were associated with the reported event. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the system controller was not provided. However, it was observed that the 11-volt backup battery, serial number (B)(4), passed all initial manufacturing testing. The heartmate 3 patient handbook (rev. D, ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while setting up the emergency backup battery (ebb) during the implant procedure, the ebb produced a backup battery fault alarm. The ebb was reseated and the same alarm recurred. The ebb was replaced.